Event description:
It was reported that during a diep flap procedure, the clips were applying fine, but one side of the clip applier jaw or the clip (not sure which) was lacerating the vessel. They over-sewed the area.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.